Event description:
While inserting the hummingbird synergy system, the lycox probe would not fit. The physician spoke with the representative and it was decided to use a new package. That probe was inserted without difficulty. There were no untoward effects to the patient.